Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The control board and flow sensor was recommended for replacement and a quote has been issued for the replacement. The quote has not been accepted at this time.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate, discovered during pre-use checkout. There was no report of patient involvement.